Event description:
The device was used during a colo-rectal procedure. Reportedly, the instrument misfired. The surgeon applied another device and resected the tissue at the application site to complete the procedure. The hosp has reported the patient's condition is satisfactory.